Event description:
It was reported when using the bd venflon¿ pro safety shielded IV catheter, the device experienced a damaged package seal where the sterility of the product is compromised. The following information was provided by the initial reporter. The customer stated: unfortunately our last 3 boxes that are damaged. You can't see anything on the outside of the box, but when you open the box you see that these are not sterile sealed and warped. Probably happened during sterilization.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/22/2021. H.6. Investigation: three samples and three photos were received by our quality team for evaluation. From the photos, an 18g unit package with opening tab near end cap area and an 18g unit package with a deformed package were observed. The three samples were subjected to visual inspection. All samples were observed with deformed package. Two of the three samples were observed with the bottom web of the unit package had shrunk and become deformed near the end cap area of the vps part causing it to be forced open at the opening tab. One of the defect samples (opened tab) proceeded further to perform visual inspection of the sealing features. Grid mark was observed on the bottom web, this shows that the sealing process has been completed and the seal width pass inspection criteria. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process has been reviewed. There is no process in the manufacturing that would cause the reported defect. There is no abnormality during the production of the reported batch. Therefore, reported defect could had occurred out of the manufacturing facility. In addition, grid mark was observed on the bottom web. This shows that the sealing process has been completed and the seal width is within specification. The probable root cause for the package deformation could be due to the product being exposed to heat during handling (transportation, storage, loading, and unloading, etc).

Event description:
It was reported when using the bd venflon¿ pro safety shielded IV catheter, the device experienced a damaged package seal where the sterility of the product is compromised. The following information was provided by the initial reporter. The customer stated: unfortunately our last 3 boxes that are damaged. You can't see anything on the outside of the box, but when you open the box you see that these are not sterile sealed and warped. Probably happened during sterilization.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.